Event description:
Reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported by the patient that infusion set fell off within 7 days of use. No further information was available

Manufacturer narrative:
Initial and final device 4 of 8 e1: patient city: (B)(6) patient country: united states